Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer wore pump during x-ray. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. H3 other text : device not returned